Event description:
According to the reporter: the surgeons mentioned that the blue rubber on the trocar tore while in use. Blue pieces fell in the abdomen, however all pieces were retrieved. The seal tears when a competitor's reusable clip applier is inserted into the trocar. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).